Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-aug-2023. H6: investigation summary: two samples model mp5301-c lot 23039109 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for both samples. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5301-c lot number 23039109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector would not flush with saline during the IV start. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "received notification that there was a non flushable product.... What was the patient outcome? Another tubing was used. Was there any delay of, or change in, the course of treatment due to this event? None. What procedure was being performed? IV start. What medication was used in the procedure? Saline... Was there any medical intervention due to this event? None".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector would not flush with saline during the IV start. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "received notification that there was a non flushable product. What was the patient outcome? Another tubing was used. Was there any delay of, or change in, the course of treatment due to this event? None. What procedure was being performed? IV start. What medication was used in the procedure? Saline. Was there any medical intervention due to this event? None".